Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results for 1 patient sample on a cobas pro sb analyzer. The initial result was 396 u/l. The patient had a new sample collected at another hospital and the result was 67 u/l. The patient also had a result of 400 u/l from another cobas pro module in another laboratory. The same reagent lot used for the initial sample was utilized. Clarification on whether this was a repeat result from the first or second sample was not provided.

Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The patient samples were received for investigation, the customer's results were able to be confirmed. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem.